Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was doing well before going to the hospital. Customer stated that since being out of the hospital the past 3 days her blood glucose has been from 150 mg/dl to 500 mg/dl. Customer stated that the high blood glucose is not due to the insulin pump. Customer found out that she has nephropathy and she is under a lot of stress and pain. Customer stated that without the insulin pump she wouldn't be able to manage it. Customer complained about the sensor; stated that it was constantly alerting. After taking the sensor off she experienced large scabs and very bad rash. Nothing further reported.